Manufacturer narrative:
D9: device received on 11/21/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the problem to be a loose screw in the chassis area that was blocking the cam from rotating. The screw was removed in order to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error 41622-1003. There was no patient involvement.